Event description:
On (B)(6) 2017, the reporter contacted lifescan USA, alleging unusual issue (when strip is inserted meter does not go to apply sample message). This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.